Event description:
It was reported that the patient had not used her system since (B)(6) 2014. The battery was depleted and it appeared that the implantable pulse generator (ipg) was now overdischarged. It was noted that this first overdischarge was confirmed. A physician mode recharge (pmr) was performed but it did not successfully reset the device. It was also confirmed that the device was flipped, but it was unknown what caused the ipg to flip. The health care professional tried to manually flip the ipg, but was unsuccessful. The health care professional elected to stop trying to bring the battery out of the overdischarged state and wait until he completes a pocket revision in the near future and flip the battery then. Diagnostic testing performed included x-rays. Patient symptoms associated with the event included less than 50% therapy relief at the device pocket. The patient had not been able to use her therapy since approximately (B)(6) 2014. The patient was doing fine, but was not receiving any therapy at that time. It was further reported that the revision was scheduled for 2015 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that a revision was performed where the ipg was flipped back with the recharge coil facing outward to the body surface. The device was then anchored through suture loops. The ipg was able to recharge normally and the patient was reported as alive without injury. It was noted however that the therapy effectiveness for the patient was unknown at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.